Manufacturer narrative:
(B)(4). Bent advancer, jaws unable to open_open after assisted. The analysis results found that one (B)(4) device was received with a pear shaped clip in the jaws. The jaws were cleared and when the remaining clips were fired, the clips did not fully advance into the jaw causing that the jaws remained in the closed position during four consecutive firing sequences. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining clips were with gap. Further evaluation found that the device was noted to have the tip of the advancer bent, therefore causing the firing issues. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, after clipping once the device would not fire anymore. It jammed. A new one was used to complete the procedure. There was no patient impact.